Manufacturer narrative:
At the dist's request, we thoroughly checked the instrument in question in our testing dept. Results: in october 1998, 6 pcs of this article were mfg with the lot # 955674. These 6 instruments were delivered to the dist on october 22, 1998. The production documents of this lot prove that the right materials/components were used and that the instruments were mfg in accordance with the given specs for production. We measured a hardness of 47hrc which is within the range of tolerance. A hardness of 47hrc was also acknowledged on the respective documents by the hardening shop on 06/18/1998. We also checked with our trend analysis records for this item which showed that starting in the year 1998 we sold a total of 611 pcs of this type of instrument to the dist without receiving a complaint of this nature. We inspected the instrument visually and we found the fracture being uneven and rough and the jaw part is slightly bent. Conclusion: the exact cause for the break of one jaw part cannot be conclusively determined. However, based on our experience, this type of break is consistent with traumatic damage occurring during handling or processing, e.g. Falling to the floor, the jaw catching in the mesh of a sterilization tray, etc. Based on our detailed eval we can exclude that a material defect, a defect in design or a defect in mfg caused the breakage of the jaw part. We feel that no corrective action has to be taken by our part.